Manufacturer narrative:
(B)(4) . An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Per the event description, the cause of the reported problem was the leak in the supply bag. This is also a report of a use error, where the patient reused a single use product. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that there was a leak in the supply bag. The patient also stated that previously in therapy they had replaced the supply bag without replacing the disposable set. There was no patient injury or medical intervention associated with this event. No additional information is available.